Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they had a no delivery alarm on the insulin pump. Customer's wife stated that they tested the same infusion set and reservoir with an older pump and insulin did deliver. Customer's wife stated that the customer is receiving excessive no delivery alarms during a bolus. Customer's wife mentioned that the site was not bent and the pump gave them issues 4 times. Customer's wife stated that they already did troubleshooting and they want the insulin pump replaced because they do not trust it.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.